Manufacturer narrative:
Results: three sealed samples were returned for evaluation. A visual inspection observed no defects. All three samples were activated per the IFU. No defects or abnormalities were noted during activation. The needle retracted into the plunger rod when the plunger made contact with the roof of the barrel and additional pressure was applied to the thumb-press to initiate final activation. When this was done a click was heard and the needle properly retracted as expected. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 305269. Conclusion: an absolute root cause for this incident cannot be determined as bd was unable to confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a physician used a 25 g x 5/8 in. Bd integra 3 ml syringe with detachable needle to inject a (B)(6) female patient with zofran. The physician stated, "the needle seemed to auto inject and the piston went in and needle was gone." An x-ray was performed and showed no needle inside the patient.